Manufacturer narrative:
The analysis does not give any indication for a malfunction or fault of the sicat classicguide as manufactured by sicat. The guide is representing the dentists planning and was manufactured according to the planning and prescription of the dentist. The 3d x-ray scan used for implant planning seems to show severe artefacts, complicating a precise planning of the implant positions by the dentist. Implant #5 and implant #10 have not been planned at optimum positions.

Event description:
The reporting dentist has used a sicat surgical guide (sicat classicguide) for preparing the osteotomies (drill hole for accommodating a dental implant) for four dental implants of type "zimmer dental tsvt mtx tsvtb8". This was an edentulous patient. The osteotomy for implant ada 5 ended up in the incorrect position. The dentist had to bone graft this area. The implant at ada 10 wasn't stable, so the dentist had to bone graft that area as well. The dentist confirmed the fit and the other two implants were just fine. The dentist will go back to the patients in a couple months once the grafts are healed.